Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/05/2016 with the following findings: investigation revealed a cracked battery compartment. Unrelated to this issue, chipped paint was noted in multiple areas of the pump case. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. This report is made based on results of investigation completed on 08/05/2016. Investigation revealed a cracked battery compartment.